Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon did not inflate. The iab was replaced and therapy continued. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Manufacturer narrative:
Additional information: section d - serial# from: unknown to: (B)(6). The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon did not inflate. The iab was replaced and therapy continued. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon did not inflate. The iab was replaced and therapy continued. There was no reported injury to the patient.